Event description:
Account reports they are experiencing discrepant hba1c results. The incorrect results were not used to guide therapy. The field service representative found malfunctioning valves and repaired the instrument by replacing the valves.